Manufacturer narrative:
The device was not returned to the olympus for evaluation. Olympus did perform troubleshooting, and the reported issue was still present. The reporter was advised to return to the device for evaluation but to date, no device has been received by olympus. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device is producing a b30 message. There was no report of any patient involvement or harm. No additional information was provided.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the b30 error was a "scope connector in an incomplete state, which resulted in scope communication failure." Possible reasons for the incomplete connection of the scope connector are: the scope connector was connected to the processor with moisture or other foreign matter attached to the tip of the scope connector. Attached foreign matter induced abnormal communication between the scope connector and the processor. The instructions for use provides the following information when troubleshooting a b30 error: "error message:scope communication err (b30) . Possible cause:foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution:wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."